Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 920091016 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to experiencing pain. During the procedure the existing device was removed, however it was unspecified if a new penile prosthesis was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was dissatisfied with the ipp leading to the procedure. There was no apparent cause for the pain. During the procedure a new artificial urinary sphincter (aus) was implanted. The patient did not experience any adverse events and was said to be stable after the surgery. It was also stated that the cause of dissatisfaction was pain in the glans. The implanted aus during this surgery was an original implant. The ipp was only an explant procedure, no new device was implanted. Additional information was received in which it was stated the patient reported increasing discomfort and pain with the device because the cylinders were "very uncomfortable" especially at the tip. The device was reported as functional. The patient also experienced severe incontinence post prostatectomy, which occurred after the implant was placed. The explant procedure was performed for pain management.

Manufacturer narrative:
Model number / catalog number: 720185-01, serial number null batch / lot number: (B)(4), model / catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to experiencing pain. During the procedure the existing device was removed, however it was unspecified if a new penile prosthesis was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was dissatisfied with the ipp leading to the procedure. There was no apparent cause for the pain. During the procedure a new artificial urinary sphincter (aus) was implanted. The patient did not experience any adverse events and was said to be stable after the surgery. It was also stated that the cause of dissatisfaction was pain in the glans. The implanted aus during this surgery was an original implant. The ipp was only an explant procedure, no new device was implanted.

Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 920091016, model/catalog description: reservoir flat iz 100 ml. Product investigation complete: the ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of tool damage consistent with explant damage. Based on the determination that the damage was the result of explant, it will not be considered a device malfunction because it is a secondary failure. The other cylinder performed within specifications. The pump deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Pump device malfunction was confirmed. Based on the reported events of pain due to the cylinders the pump failure identified is not considered the most probable cause of this event. The allegation of pain cannot be confirmed through product analysis. Based on the results of this investigation, no escalation is required. There was a leak in the reservoir shell that was the result of sharp instrument damage and avulsion consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this complaint or a device malfunction because it is a secondary failure. Half of the reservoir was missing. The allegation of pain can not be confirmed though product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to experiencing pain. During the procedure the existing device was removed, however it was unspecified if a new penile prosthesis was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was dissatisfied with the ipp leading to the procedure. There was no apparent cause for the pain. During the procedure a new artificial urinary sphincter (aus) was implanted. The patient did not experience any adverse events and was said to be stable after the surgery. It was also stated that the cause of dissatisfaction was pain in the glans. The implanted aus during this surgery was an original implant. The ipp was only an explant procedure, no new device was implanted. Additional information was received in which it was stated the patient reported increasing discomfort and pain with the device because the cylinders were "very uncomfortable" especially at the tip. The device was reported as functional. The patient also experienced severe incontinence post prostatectomy, which occurred after the implant was placed. The explant procedure was performed for pain management. Product investigation complete. The ipp cylinders were visually inspected and functionally tested. There was a leak in one cylinder that was the result of tool damage consistent with explant damage. Based on the determination that the damage was the result of explant, it will not be considered a device malfunction because it is a secondary failure. The other cylinder performed within specifications. The pump deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The pump failed the 8 lb. Activation test. Pump device malfunction was confirmed. There was a leak in the reservoir shell that was the result of sharp instrument damage and avulsion consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this complaint or a device malfunction because it is a secondary failure. Half of the reservoir was missing. The allegation of pain can not be confirmed though product analysis. No more information available at the moment. Should additional information become available, it will be provided.